Event description:
2 samples with discrepant alkaline phosphotase results. Sample 1, initial result of 969 u/l. Same sample repeated three times gave results of 532, 391, and 390 u/l. Sample 2, initial result 151 u/I, same sample repeated three times gave results of 506, 236. Amd 251 u/l. For sample 1, the result of 390 u/l was reported. No information provided to determine if results from either sample were used to guide therapy. The field service representative was unable to determine a cause.